Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events before issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no reported need for third party assistance. Customer gave correction insulin injection by pen or syringe. Technical support arranged replacement pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.